Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported device malposition could not be determined. Factors that contribute to malposition include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy; patient anatomy (friable artery) or user technique or deployed superficially in the tissue tract. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an interventional dual chamber leadless pacemaker procedure. Reportedly, all four prostyle devices were deployed superficially in the tissue tract. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 26fr sheath and the dual chamber leadless pacemaker procedure was competed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.